Event description:
Six-yr-old with adult respiratory distress syndrome requiring mechanical ventilation, high fio2 and peep. The child's oxygen saturation went from 92% to 100% after chest tube insertion. He was weaned to 60% fio2. Blood gases showed pao2=31mmhg with o2 sat=61%. The child's pulse oximeter cable was noted to be wet at the sensor connection causing a short. After drying, pulse oximeter monitor correlated with pao2. Hosp has reproduced this phenomena by wetting the oximeter to cable interface with saline solution. The oxygen saturations increase significantly and return to baseline after drying utilizing co's disposable.